Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2019. Blood glucose level at the time of the incident was 731 mg/dl and other blood glucose was 600 mg/dl. Customer stated they were confused and were experiencing nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reported they do not have a backup plan available. Customer was treated at hospital with continuous insulin drip. Customer does not alleged insulin pump was under delivering. Customer reported about the lip ring. Customer did not troubleshoot for high blood glucose since insulin pump was for replacement and the event happened in (B)(6). The insulin pump will not be returned for analysis.